Event description:
It was reported the right atrial (ra) lead had poor sensing and high thresholds over a period of time. It was attempted to find a better location in the atrium but none existed so the ra lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the distal conductor fractured due to overstress, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and there was apparent explant damage.